Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg was not communicating with external devices following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. A manufacturer representative was able to troubleshoot and recover the ipg. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.